Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.), or serious injury to the patient may result. Further, the IFU states, the 24 fr gore® dryseal flex sheath is intended for insertion into an external iliac artery with a nominal outside diameter of 8.8 mm, as it was reported the patient¿s right external iliac artery measured 6.4 mm in diameter, the 24 fr sheath was oversized and therefore use was outside of IFU.

Event description:
The following information was reported to gore through the pivotal study for the gore® tag® thoracic branch endoprosthesis (tbe device): on (B)(6) 2018, the patient underwent endovascular treatment of an isolated lesion in the descending thoracic aorta (zone 2), distal to the left common carotid artery ostium and proximal to the left subclavian artery, with two gore® tag® thoracic branch endoprostheses and two conformable gore® tag® thoracic endoprostheses. According to the report, the left subclavian artery was the intended branch vessel to be treated. According to the report, during advancement of the 24 fr gore® dryseal flex sheath from the patient's right side, resistance was encountered. An intravascular ultrasound (ivus) was performed of the right iliofemoral tree which identified an intimal disruption of the right external iliac artery, which reportedly measured 6.4 mm in diameter. A gore® viabahn® endoprosthesis was reported to have been implanted into the distal portion of the external iliac artery. Reportedly, the right external iliac was then pre-ruptured with a boston scientific (10mm x 40mm balloon) and the sheath was able to be advanced up to the right common iliac artery. Successful access and delivery to the intended implantation sites and retrieval of all device delivery systems were reported. It was reported, the procedure was concluded without any additional complications and the sheath removed. Doppler signals were assessed which revealed brisk filling of the right superficial femoral artery. Reportedly, the patient had good pulses/signals in the right foot. Final angiography confirmed exclusion of the lesion and full patency of all devices. The procedure was concluded without further complications and the patient was reported to have tolerated the procedure.